Event description:
This is a follow up on initial report filed on (B)(6) 2011 to include investigation into complaint related lot. On (B)(6) 2011, lifecell obtained lot number information.

Event description:
It was reported to lifecell that on (B)(6) 2011, the patient underwent a ventral hernia repair with implantation of a lifecell device. During post-operative respiratory therapy, the patient suffered a coughing episode and then noted a large right sided abdominal bulge. Upon subsequent re-operation on (B)(6) 2011 (pod 2), dehiscence of the device and fascia was found and repaired with another lifecell device. Original device was left in place. It was reported that the patient is recovering from surgery and doing good.

Manufacturer narrative:
Method of evaluation (to be specified): review of information reported to lifecell. Results of evaluation (to be specified): based on information available, event, malfunction, that required surgical intervention conclusion: device failure occurred and was related to event. Lifecell required lot number information from the user facility. Lifecell will file follow-up report if additional information becomes available

Manufacturer narrative:
Method of evaluation: - review of the information reported to lifecell. - review of the device history records for lot s10876. - review of the lifecell complaint system for any similar complaints reported against this lot. Results of evaluation: - review of the device history records resulted in no remarkable findings, with no deviations related to the nature of this event. (B)(4). Conclusion code : based on information reported, the event was evaluated as a malfunction of the device that was repaired with another lifecell device.